Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.9 x 6.7 in diameter abdominal aortic aneurysm. It was reported that upon arrival five days post index procedure, by helicopter, the patient was unstable and chest compressions were being performed by the medical staff. This also continued in the ER the patient was taken to the or and bilateral femoral access was obtained and an angiogram was preformed to confirm a ruptured aneurysm due to a type ib from the lcia. A balloon was inflated in contralateral limb just proximal to the distal markers to prevent any further blood loss and increase blood pressure. An endurant 20x20x82 extension was placed in the lcia landing just proximal to the liia. The grafts were ballooned at the overlap and distal end, a retrograde angiogram was taken. The type ib was fixed. The patient expired the following day. The physician stated that "unfortunately the coagulopathy and level of shock upon arrival was too profound.¿ a review of returned cta¿s from 5-days post-implant confirmed that the bifurcate was implanted just distal to the lowest right renal artery. The proximal stent graft od measures 23x24mm, and the neck length was fairly straight and long. The ipsilateral limb was placed up the right side and the ipsilateral was extended into the right external iliac artery. The contralateral limb was seen placed into the left common iliac artery. Contrast was seen in the ruptured aaa, which measures approximately 8cm in diameter. There was a distal type I endoleak seen from the left iliac. There is minimal or no distal seal of the contra/left limb; the limb appears to have pulled out of the left common iliac artery. The left distal stent graft outer diameter measures 21mm. The left common iliac artery diameter measures 15mm at its origin. The left iliac artery was mildly tortuous <(>&<)> mildly calcified. Both limbs are patent. Several short video clips and a single still angio images during the intervention to resolve the rupture/endoleak showed that the left limb was extended approximately 3cm into the left common iliac artery. The endoleak appeared to have resolved after the intervention. The reason for the contra limb not being positioned within the left iliac, with the resulting distal type I endoleak leading to the aaa rupture, could not be determined from these images. Films during implant were not provided. Although the amount of stent graft diameter oversizing appears adequate, the distal seal length within the left common iliac artery at implant is unknown.

Manufacturer narrative:
(B)(4).